Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reaw1551 showed no other similar product complaint(s) from this lot number. Device, not yet returned.

Event description:
It was reported that the catheter was removed at the patient's request. She says that when the catheter is connected to the infusion pump it has leakage, it refers to dripping near the space of the catheter. The catheter lasted 3 months, which was used the first two months to administer npt, last month it was only used to administer magnesium.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was inconclusive due to the sample condition. One 5fr d/l powerpicc was returned for investigation. The PICC exhibited evidence of use. The d/l tubing had been trimmed to length 2mm distal to the 32cm depth marks. Residue, from what appeared to be from a dressing, was observed on the connectors and extension legs. The printing on the extension legs was worn. The extension legs were deformed from clamping. Residue was observed on the external surface of the catheter between the bifurcation and the 8cm depth mark. A functional test revealed no leaks in either lumen. The extension legs and d/l tubing were flexed and stretched while the inner lumens were pressurized, but no leaks were observed. The luer taper in the red connector was not within specification. It is unknown if this was a factor in the reported event. What caused the taper to be out of spec was unknown, but could be attributable to material creep during use. A combination of use of slip-fit style adapters, the force with which those adapters were inserted, and the duration of insertion may have resulted in this type of slow luer hub deformation. Creep deformation takes place over days; however, the rate of deformation depends upon the force used to insert the taper. This type of damage may possibly be mitigated by reducing the insertion force and/or using luer-lock style adapters. The sample was forwarded to the manufacturing facility for further review. (B)(4) evaluation: the complaint for ¿catheter leak¿ is unconfirmed according with the mentioned in the functional testing performed there were not found evidence of leak in the device. Due to the problem could not be reproduced in the laboratory. A lot history review (lhr) of reaw1551 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was removed at the patient's request. She says that when the catheter is connected to the infusion pump it has leakage, it refers to dripping near the space of the catheter. The catheter lasted 3 months, which was used the first two months to administer npt, last month it was only used to administer magnesium.